Event description:
It was reported that the intermittent catheter did not have much lubricant at the bottom (lot# jufx9005 & lot#jufw0435) and some without (lot# jufx9005 & lot#jufw0435). Stated that the last three or four of the catheters they used did not have much lubrication.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the intermittent catheter did not have much lubricant at the bottom (lot# jufx9005 & lot#jufw0435) and some without (lot# jufx9005 & lot#jufw0435). Stated that the last three or four of the catheters they used did not have much lubrication.